Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that there was polarity switches on the right atrial (ra) and right ventricular (rv) leads. The physician thinks that ventricular fibrillation (vf) might be induced with vf due to a ventricular paced (vp) on undersensed ventricular events. It was also noted there was noise on the leads. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.